Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The reporter alleged of having cancer. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Additional information received and box h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging of cancer. The manufacturer was made aware of this complaint through a representative of the customer. There was no medical intervention required by the patient. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer inspected externally observed that evidence of sound abatement foam degradation/breakdown was observed in this device. Product investigation laboratory confirmed the presence of degraded sound abatement foam. The issue of degraded sound abatement foam is addressed by CAPA 7211. Photos attached. Product investigation laboratory is unable to directly address the symptoms outlined in the complaint. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. Using a known good power supply and power cord, pil tech was able to confirm the device powers on and provided airflow. Product investigation confirmed the operation of the heater plate. During review of the error logs, product investigation laboratory determined that the device had 18128.1 machine hours, 0 blower hours and 0 therapy hours. The error log showed 5 errors logged. During the investigation, product investigation laboratory observed dust-like contamination in the air inlet, on the interior side of the top enclosure, on the pca, on the interior side of the left panel, on and under the blower cap, on and in the blower motor, on and under the blower housing, on the sound abatement foam and walls of the bottom enclosure. Product investigation laboratory observed potential degraded sound abatement foam on the bottom of the blower housing. Product investigation laboratory confirmed the presence of degraded sound abatement foam. In box e: - date avail. For eval and date returned has been updated. In box h: device eval. For mfg, problem code grid, evaluation method code grid, evaluation results code grid, component code grid and conclusion code grid has been updated.